Event description:
Manufacturer's representative reported patient experienced returnof symptoms, a pump reservoir volume discrepancy was noted, and a catheter kink was identified. The pump was sutured in the pocket, but the suture broke and the catheter twisted. The catheter kink was scheduled for a surgical revision today (2007). Final patient outcome was not reported.